Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: ECG reviewed for this incident. Conclusion: no shock was advised and no shock was delivered. Device did not cause or contribute to outcome.